Event description:
It was reported the implant flipped approximately eight (8) months after implantation. Subsequently, the patient underwent a revision surgery where the implant was not explanted and two (2) implants were implanted into the patient.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00078-1, 0001032347-2023-00079-1. D10: medical products: item#: 78-6145, pectus blu prbnt ti bar 14.5in; lot#: unknown, item#: 78-8020, pectus blu stabilizer ti; lot#: unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.